Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on a remote monitoring transmission the nurse noted that the patient's heart rate was in the 40 beats per minute range which was below the programmed lower rate of the implantable cardioverter defibrillator (ICD). It was in that range several times for a duration of about 2 minutes per event. There was also a high threshold noted on the right atrial (ra) lead. The patient was in atrial flutter. The device and lead remain in use. No patient complications have been reported as a result of this event.